Manufacturer narrative:
The product is expected to be returned for add'l testing. Add'l info will be submitted upon 30 days of receipt.

Event description:
A palmaz genesis stent was chosen for the procedure. The stent was not properly mounted on the balloon, after opening. An attempt was made to hand crimp the stent onto the balloon, but it was felt to be risk to use. The product was never used in the pt in order to avoid risk of having the stent come off the balloon in the pt.